Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test, excessive no delivery alarm test and the displacement test. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming motor error every time he tries to deliver an insulin bolus. Customer did not recall any events leading to the alarm. Customer stated he does not use the sensor feature and is able to rewind the insulin pump. Blood glucose is 161 mg/dl. Nothing further reported.